Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, since the device was not returned to olympus for evaluation, a definitive root cause could not be identified. Since the device was manufactured over four years ago, it is possible there was an accidental failure of the power unit.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion if the investigation or upon receipt of additional relevant information.

Event description:
It is reported during maintenance of a video system center, the device does not turn on, or when on, it turns off intermittently. There is no patient impact related to this occurrence.